Manufacturer narrative:
(B)(4) - this specific deployment issue is not labeled in the IFU. Event eval - still under investigation.

Event description:
Following deployment of the left iliac limb, (contralateral) an attempt was made to retrieve the dilator tip of the device and re join with the delivery sys. Unfortunately this was not possible as the dilator tip appeared to be caught on the top of the proximal sealing stent. Iliac limb implanted and not retrieved. Add'l info received 12/14/2011: unfortunately the rep was not present at the procedure dated (B)(6) 2011. The access vessels/iliac arteries were very angulated and this could have contributed to the problem in this case. The same problem occurred and the dilator tip appeared to be caught on the proximal sealing stent of the zsle. The dr could not advance the grey positioned to meet the dilator tip. In this situation the remainder of the main body was unsheathed and a balloon was inserted through the ipsilateral side, gently inflated alongside the zsle dilator to help move the tip away from the proximal sealing stent. At this point the zsle delivery sys could be removed. The pt did not require add'l procedures due to this occurrence. The complainant did not report any adverse effects on the pt due to this occurrence.